Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that a revision was done today to remove abandoned lead, which appeared to be fully intact and to be replaced with an MRI lead. Caller stated the leads were removed in their entirety and they updated information for MRI mode. Caller stated explanted leads were sent through facility's normal process so they won't be returned. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was requesting removal of old lead to have MRI compatibilities with newer sure scan lead.

Manufacturer narrative:
Continuation of d10: product ID 978b128, serial# (B)(6) implanted: (B)(4) 2022, product type lead, product ID a52300, serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that today had an MRI of the cervical area and said that felt a jerking sensation in the right buttock where the implant is, and also where the lead is, so they stopped. Patient said that felt the jerking for a while after MRI was stopped but has now subsided. Reviewed MRI guidelines and when patient connected to implant, said that MRI mode showed that patient is eligible for full body scan, code 2251310. Reviewed patient's registration information which indicates that initial lead from 2013 still implanted. When reviewed information, patient confirmed implant location is correct. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned that has an appointment with the urologist on monday on (B)(6) 2025. Patient said initial managing physician retired and then the new physician moved, so now patient said that sees a nurse practitioner at the same clinic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2l2nf); product type: 0200-lead; implant date: on (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial#(B)(6), implanted: (B)(6) 2022, product type lead product ID a52300 lot# serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient (pt) had the cervical MRI done for a back surgery procedure they felt "some shocking and experienced some pain" during the MRI scan. Caller states the pt was now texting them and asking if they can proceed with getting a scan done and noted they will"tolerate the pain". Rep noted they recommended x-ray is done to confirm status of abandoned lead - they were not sure if this was a lead fragment or a complete abandoned lead. Caller inquiring what info they should pass along to the patient and why patient may have felt this - agent reviewed requested info about scan eligibility of abandoned product. Recommended MRI center call regarding any questions regarding compatibility.